Manufacturer narrative:
The broken instrument was returned for evaluation. We confirmed that the metal wire is missing but was retrieved .

Event description:
Allegedly, during a laparoscopic supracervical hysterectomy procedure, the metal snare came loose in the abdomen and was retrieved with no harm to the patient. They used an additional loop to complete the case successfully with no injury.